Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and high impedance. The left atrium (la) lead was fractured and exhibited high impedance. The lv and la leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.